Event description:
During a ptca treatment procedure, the polymer sleeve of the pt graphix int 182 cm guidewire became damaged, exposing the core wire. The lesion being treated was a calcified, 100% stenotic lesion in the mid left anterior descending coronary artery. The physician delivered the pt graphix int guidewire to the proximal lesion, then advanced a goodman balloon catheter to 3 cm from the tip of the guidewire. The physician attempted to cross the lesion with the pt graphix int guidewire (for about 3 minutes) but, because resistance was felt, both devices were removed. When the guidewire was examined, the polymer sleeve had been damaged at 8 mm proximal to the tip. The polymer had moved distally about 2 mm, exposing about 2 mm of the core wire. The pt graphix guidewire was removed and replaced with a conquest pro which successfully cross the lesion. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.